Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery (rca). The 2.5 x 28 mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The device was removed, and it was noted that the stent was "lifted". The procedure was completed with a 2.5 x 30 mm non bsc stent by a 2 wire technique. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).